Manufacturer narrative:
Correction made to d10: concomitant product: physioneal bag (previously submitted as ni) correction made to e1: initial reporter facility name: na (previously submitted as (B)(6) hospital) additional information was added to d9, h3, h6, and h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed and no leak was observed. Functional test (self-test and priming) was performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked at the inlet of the pd solution bag. "While connecting the cassette to the dialysis solution, the cassette was not tight and felt slightly loose, but the cassette was tightened". This occurred during the initial drainage step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.